Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30-39 mg/dl. The cause of elevated bg was unknown. Paramedics were called and administered glucagon to address the bg. The customer went to the emergency room and was given intravenous fluids of saline then was released a few hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.